Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during patient use, that the cardiosave intra-aortic balloon pump (iabp) customer needed assistance printing a strip. Troubleshooting measures were unsuccessful. At the customer¿s request, they were guided through the process of switching to another console which was a cs300 intra-aortic balloon pump (iabp) successfully. The pump was functioning well and printing strips appropriately. There was no patient harm.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). Additional information has been requested regarding the evaluation and repair of the unit. When additional information is received , a supplemental report will be submitted.